Event description:
The customer reported no image on the monitor when fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The rep reseated the pcbs and connections. The system operated as intended thereafter.